Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that aspiration of the vitrector was weak during vitrectomy surgery. It was unknown how the surgery was completed. There was no information about patient impact. Additional information was received confirming that the weak aspiration occurred during a combined cataract and vitrectomy surgery for the right eye. The surgery was completed on the same day after the product was replaced with another unit. The suspect product had patient contact, but there was no impact on the patient.